Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The cause of the reported issue was isolated to the power module, and replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpected power cycled intermittently. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.